Manufacturer narrative:
Event description; medications.

Event description:
On (B)(6) 2016, a type ii endoleak was identified from lumbar vessels, and the patient underwent the embolization procedure using glue to fix the endoleak. The endoleak was resolved. The patient tolerated the procedure and discharged from the hospital with a temporary colostomy.

Manufacturer narrative:
The review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications. (B)(4). The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2014, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The pre-treatment computed tomography angiography (cta) determined that the maximum diameter of the aortic aneurysm/lesion was 54.6mm. On (B)(6) 2014 a follow up computed tomography angiography (cta) demonstrated that a maximum diameter of the aortic aneurysm/lesion was 49.9mm. On (B)(6) 2015, a follow-up cta showed that a maximum diameter of the aortic aneurysm/lesion was 54mm. On (B)(6) 2016, a type ii endoleak was identified and the patient underwent the embolization procedure using glue to fix the endoleak. No further adverse events have been reported.